Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china registry it was reported the subject experienced angina. May-2019, the subject was presented with unstable angina and referred for cardiac catheterization and the index procedure was performed on the same day. The 85% stenosis target lesion was located in the mid left anterior descending (lad) extending to distal lad which was 25 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 28 mm promus premier stent. Post dilatation was performed with 0% residual stenosis. The subject was discharged three days later on dual antiplatelet medication. December 2019, 218 days post index procedure, subject presented with unknown symptoms of coronary syndrome and was hospitalized for further investigation and treatment. The subject was diagnosed with unstable angina pectoris. Three days later the event was considered recovered/resolved. It was further reported that following the index procedure there was timi-3 flow and that in december 2019, the subject was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported the subject experienced angina. In (B)(6) 2019, the subject was presented with unstable angina and referred for cardiac catheterization and the index procedure was performed on the same day. The 85% stenosis target lesion was located in the mid left anterior descending (lad) extending to distal lad which was 25 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 28 mm promus premier stent. Post dilatation was performed with 0% residual stenosis. The subject was discharged three days later on dual antiplatelet medication. In (B)(6) 2019, 218 days post index procedure, subject presented with unknown symptoms of coronary syndrome and was hospitalized for further investigation and treatment. The subject was diagnosed with unstable angina pectoris. Three days later the event was considered recovered/resolved.